Manufacturer narrative:
The sample has been received from the customer; however, smiths has not yet completed the investigation into this matter. A f/u report will be submitted when the testing has been completed.

Event description:
The reporter stated that the "integrity of the syringe/ transducer connection was compromised allowing air into the line." This occurred during diagnostic cardiac catheterization. There was no pt injury associated with this event.